Event description:
It was reported that during deployment of a vena cava filter, the filter legs became crossed. There was no attempt to uncross the legs. The filter remains implants. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.